Manufacturer narrative:
Occupation: non-healthcare professional. Investigation: it has not been possible to further investigate or evaluate this alleged event based on the limited information and/ or no device failure provided to date. Catalog number and lot number are unknown, however, the alleged tulip is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. A follow-up medwatch report will be submitted if additional relevant information becomes available.

Event description:
It is alleged that the patient received a gunther tulip on (B)(6) 2009. It is alleged that the patient was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Event description:
The patient alleges pain. 21may2012, per a report from computed tomography angiogram (cta): "impression: ... 2. Multiple enlarged collateral vessels are present in the subcutaneous soft tissues of the chest and abdomen, this may be secondary to ivc obstruction...". 21may2012, per a report from ultrasound: ¿the inferior vena cava is patent, with normal antegrade flow. No evidence of thrombosis identified. A filter is in place.¿ ¿nonobstructive thrombosis is observed in the left common femoral vein and the visible iliac vein.¿ 22may2012, per a report from venogram; ¿status post cavogram with chronic thrombus noted in the iliac veins and ivc. No acute clot seen.¿ 06may2013, per a report from computed tomography; ¿complete occlusion of the ivc with ivc filter in place. Extensive collateralization is present within the subcutaneous soft tissues. Findings may represent inferior vena cava syndrome.¿ 06may2013, per a report from ultrasound; ¿impression 1. Abnormal study. The findings are those of bilateral deep vein thrombosis. The age all of the findings not able to be fully suggested. These findings could all be relatively chronic, but not all of the thrombus material seen is ribbon like. There is nonocclusive deep venous thrombosis in the common femoral veins and upper greater saphenous veins bilaterally. More inferiorly through the thighs, the femoral veins are relatively small but with occlusive component of thrombosis and visible open collaterals. Popliteal veins with more non occluding thrombosis findings. 2. There is also venous thrombosis component clearly visible in the right iliac venous system, either the right external or common iliac vein. This would seem non occluding, and would seem correlative to a venous thrombosis component present there on (B)(6) 2012 venogram. 3. Comparing this ultrasound to the CT scan, I question whether the inferior vena cava is fully occluded with occluding thrombus, but I believe it is appropriate to suggest and believe that the inferior vena cava is quite stenotic in the region of the filter, I would favor it is nearly completely occluded, largely from stenotic character and perhaps some chronic clot there. Numerous venous collaterals on the CT.¿ 09jun2015, per a report from computed tomography; ¿an infrarenal ivc filter is noted. The ivc at and inferior to the ivc filter appears small caliber. No venous intraluminal filling defect is identified to the level of the common femoral vessels bilaterally to suggest thrombus formation.¿ 09jun2015, per a report from ultrasound; ¿there is partial thrombus in the right common femoral vein. Chronic thrombus can be seen in the right superficial femoral vein and the greater saphenous vein is patent. The popliteal vein on the right is patent with reflux. The anterior and posterior tibial veins are patent and there is chronic thrombus in the right peroneal vein. On the left side there may be some thrombus in the left iliac vein. Partial thrombosis in the common femoral vein and superficial femoral vein. Greater saphenous vein is patent and the left popliteal vein is patent with reflux. The left anterior and posterior tibial veins are patent and the left peroneal vein has chronic thrombus. Patient has a history of previous dvt and greenfield filter.¿

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. The following fields were updated per additional information received: b5, b6, b7, h6. Investigation the following allegations have been investigated: thrombus/occlusion/stenosis, pain. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The additional information regarding thrombus/occlusion and stenosis does not change the previous investigation results for deep vein thrombosis (dvt). Unknown if the reported pain is directly related to the filter and unable to identify a corresponding failure mode at this point in time. 20 devices in lot. No relevant notes on work order. The product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Additional information: h6 (patient and device codes). H6 (device code): appropriate term/code not available (3191) for alleged device perforation. Investigation: investigation is reopened due to additional information provided. The following allegations have been investigated: vena cava (vc) perf, deep vein thrombosis (dvt), migration, chest pain, dyspnea, panic attacks, fear, stress, weight gain, limited physical ability. The reported allegations have been further investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Filter or filter fragment migration and (or) embolization (e.g., movement to the heart or lungs) has been reported. Filter or filter fragment movement has occurred in both the cranial and caudal direction and may be either symptomatic or asymptomatic. Potential causes may include filter placement in ivcs with diameters smaller or larger than those specified in these instructions for use; improper deployment; deployment into thrombus; dislodgement due to large thrombus burdens; and (or) excessive force or manipulations near an in situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: filter migration, trauma to adjacent structures. Unknown if the reported chest pain, dyspnea, panic attacks, fear, stress, weight gain, and limited physical ability are directly related to the filter and unable to identify a corresponding failure mode at this point in time. A total of (B)(4) devices were manufactured in the reported lot. To date, no other complaints have been reported against the lot. The associated work order was reviewed. No related/relevant notes were documented. The device is manufactured and inspected according to current controls. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant on (B)(6) 2009 via the right common femoral vein post pulmonary embolism (pe). Patient is alleging migration and vena cava perforation. Patient notes and further alleges experiencing "chest pain and shortness of breath" and limited physical ability. Patient further alleges "panic attacks" "fear", "stress", weight gain. Per on (B)(6) 2009 ivc (inferior vena cava) filter placement: "a standard tulip caval filter was placed at the l3 vertebral level and final cava gram shows satisfactory position". Per on (B)(6) 2019 CT (computed tomography) abdomen: "impression: "2. Ivc filter identified 1.8 cm below the lowest renal vein which is the right. There is no tilting of the ivc filter. 6mm extension of the prongs/struts through the ivc wall noted without involvement of adjacent organs or vessels. There is no filter strut fracture or bending. There are multiple varicose veins seen in the subcutaneous adipose tissues, which is nonspecific".